Event description:
It was reported that during the process of inserting the oic 25x10x 4 degree broke into half. Half of the implant was extracted out, and the other half of the implant was left inside the patient body; it couldn¿t be extracted out. Therefore the surgeon packed the remaining space with bone and completed the surgery without an issue.

Manufacturer narrative:
Method: device inspection; complaint history review; risk assessment. Results: the reported event of oic peek size 10 mm - 4deg cage (catalog # 6731004) breakage during insertion is confirmed by visual inspection of the returned product. Manufacturing records could not be reviewed because the lot # for the involved device is unknown. Per the correspondence, the oic peek 25x10x4 degree fractured during insertion of the implant. Half the implant was removed and half remained in the patient. The remaining space was packed with bone. Material analysis was conducted for the returned fragment of the device and revealed that the cage broke through brittle overload. The surgical technique states that the cage must be inserted gently and progressively into the disc space and to ensure that the intervertebral space is accessible, the contralateral distractor is left in place during the cage placement. The likely root cause of this event is due to surgical technique and/or patient related factors. Conclusion: the likely root cause of this event is due to surgical technique and/or patient related factors.

Event description:
It was reported that during the process of inserting the oic 25x10x 4 degree broke into half. Half of the implant was extracted out, and the other half of the implant was left inside the patient body; it couldn't be extracted out. Therefore the surgeon packed the remaining space with bone and completed the surgery without an issue.